Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-09255. It was reported that the implantable cardioverter defibrillator and right ventricle lead were over-sensing noise. Programming changes were made on the device. Patient was stable.